Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after routine implantable pulse generator (ipg) replacement the right atrial (ra) lead dislodged and rising thresholds were also noted. It was also reported that the right ventricular (rv) lead moved back slightly. The rv lead remains in use. The ra lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was repositioned. It was also reported that the ra and rv leads both had less slack than when implanted.